Manufacturer narrative:
Investigation included customer interview and troubleshooting. Investigation of this case revealed incomplete tubing fill leading to interruption of insulin delivery and user error in initiating the supply change process. It was concluded that the event was attributable to user technique and that the device functioned as designed once proper priming was performed.

Event description:
It was reported that insulin delivery stopped after the user inadvertently restarted the supply change process, interrupting dosing, and the user was guided to disconnect the tubing from the infusion site and prime until drops were observed before resuming delivery, indicating user education and troubleshooting for the infusion set and cartridge during tubing fill while connected. Symptoms included risk of hyperglycemia due to temporary interruption of insulin, though no adverse clinical symptoms were reported. Outcomes included restoration of insulin delivery with no hospitalization and no long-term impact reported.